Event description:
It was reported that the patient received a low battery warning. As a result, the patient underwent a surgical procedure on (B)(6) 2022 during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Exact date of event is unknown. Further information requested, but not yet received.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.